Event description:
It was reported that during a cerebral aneurysm clipping surgery on the skull, while drilling holes in the bone after a craniotomy, (1) drill bit device was bent and (1) drill bit device broke. A spare product was used and the operation was completed without incident. There were no injuries to the patient. The surgery was completed successfully with no surgical delay report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the described failure by the customer could be confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection. Due to tip broken. Following failure could be identified: the drill bit was received with a broken off tip. Root cause comments: the most probable cause for the found defect is linked to user error. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use states the following regarding the reported issue that was observed by the user or customer: do not force the cutting burrs while performing operation. Use a gentle tapping motion or side to side motion and let the instrument do the cutting. Forceful side loading of cutting burrs may cause fracture of dissecting tool, which may cause injury. Anspach cutting tools are designed for single use only. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.